Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), product type: lead; product ID: 977a260, serial# (B)(6), product type: lead. Section other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 16-nov-2022, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 16-nov-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that the trial was great so they went ahead with the implant. The patient stated they were not able to get the leads into the spine so they had to cancel the implant. The patient was never implanted with the stimulator or leads. No patient symptoms reported.